Manufacturer narrative:
Additional narrative: patient information is unknown. Device is an instrument and is not implanted/explanted. (B)(6). Manufacturing location: (B)(4). Manufacturing date: 02. Dec. 2008. No nonconformances were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the used kit had two defective protection sleeves. No information available about patient condition, outcome and surgical prolongation. The protection sleeves were probably slightly distorted, the surgeon had to introduce them in the guide with strength, which has necessitated to use pliers to their removal by destroying them permanently. The event happened during prophylactic nailing on patient with femoral bone tumor. The surgery was prolonged about 20 minutes, there was no impact on patient. The surgery was successfully completed, the cervical locking of the two hip screws through the nail could be performed. Concomitant reported parts: guide (part 03.010.097 lot 1577445, quantity 1); nail (part and lot unknown, quantity 1); hip screws (part and lot unknown, quantity 2); pliers (part, lot and quantity unknown). This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device (brand name 11.5mm/8.5mm protection sleeve for recon locking, part number 03.010.075, lot number 1951314). The subject device was returned to the manufacturer with the complaint condition stating the previously used protection sleeves from the kit may have been slightly distorted. During surgery the surgeon had to introduce them in the guide with strength, which necessitated the use of pliers for their removal thus by destroying them permanently. The event happened during prophylactic nailing on patient with femoral bone tumor. The subject device was received in a very used condition. There are marks and wear and tear signs on knurled surface's as well as on inner bores. No distortion is visible. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. As indicated in the manufacturing documents the inspection sheet confirms a 100% dimension and positioning tolerance check during production. We are not able to determine the exact cause of this occurrence due to missing detailed clinical information. The measurable dimensions were as far as possible checked and found to be in compliance with the technical drawings. Bore inside diameter with tolerance dimension of max. 8.65 mm and min. 8.60 mm was measured with the dimension result of 8.62 mm and passed therefore the required dimension successfully. Outside diameter with a tolerance dimension of max. 11.48 mm and min. 11.45 mm was measured with the dimension result of 11.46 mm and passed as well required dimensions. The article 03.010.075 with lot no 1951314 was manufactured in a quantity of (B)(4) pieces on december 2008. Synthes is not aware of any quality problems or failures caused by a faulty product on the article. There are not aware of any other complaint for this article- and lot number combination. Recommendations in the associated product leaflet describe the end of life of an instrument at page 4: "end of life of a device is normally determined by wear and damage due to use. Evidence of damage and wear on a device may include but is not limited to corrosion (i.e. Rust, pitting), discoloration, excessive scratches, flaking, wear and cracks. Improperly functioning devices, devices with unrecognizable markings, missing or removed (buffed off) part numbers, damaged and excessively worn devices should not be used." Based on visual inspection, wear and tear signs and dimension results this complaint is rated as unconfirmed. It was concluded that the cause of failure is not due to any manufacturing non-conformances. No product fault could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.